Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case near the display window corner and a scratched reservoir tube window.

Event description:
Customer reported a button error alarm and an unresponsive keypad on the insulin pump. The blood glucose reading was 120 mg/dl. She stated that the alarm occurred during a bolus. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.